Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation was limited to the information provided, as the product code and lot numbers required to review the device history and complaint history were not provided. Although the investigation could not verify or draw any conclusions about the reported event based on the provided information. It would not be unreasonable to expect some wear after approximately 10 years of implantation. The need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised to address fracture of the lateral meniscal bearing, poly wear and osteolysis.